Event description:
A customer contacted beckman coulter inc (bci) stating total protein (tp) results were suppressed and flagged with il (initial rate low) on the unicel dxc 800 synchron clinical system. No results were reported outside of the laboratory.

Manufacturer narrative:
A field service engineer (fse) went on-site and found a leaking syringe pump on the total protein module, replaced it and performed the cup monthly maintenance.